Manufacturer narrative:
This MDR serves as a notification, in which MDR 1220648-2025-48835 was erroneously filed as a duplicate of MDR 1220648-2025-48834. Please refer to MDR 1220648-2025-48834 for all reports filed for this device.

Manufacturer narrative:
The impella device discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 53 year old male was implanted with impella cp for support for cardiac arrest.following impella placement, it was reported that patient had blood in urine. There seems to be a bleed somewhere in the access site. It does not seem to be related to the graft. The cutdown site was reopened in the operating room to find the bleeding.hemoglobin & hematocrit dropped and patient was given1 unit of red blood cells. In addition the patient was successfully upgraded to the impella 5.5.